Event description:
It was reported that the cuff on the trach was defective and would not inflate. Discovered before use. No patient harm, no medical intervention required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 date returned to mfg 1/17/2024. One device was returned for investigation. During visual inspection, no damage or anomalies were observed with the device. The device was functionally tested, and no leakage or pressure loss was observed during the test. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the available information, the reported issue could not be confirmed and no root cause could be found. No actions have been taken.